Manufacturer narrative:
Device was received with a minor scratched lcd window and a cracked battery tube threads. Device passed the self test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No missing segment or partial display and rewind anomaly noted during testing. Pump primed properly. All buttons functioning properly. No damage in the keypad assembly noted. The keypad connector j2/lcd locked properly during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and display anomaly. The customer¿s blood glucose level was unknown. The customer reported that the rewind took longer, screen was scratched and act button was less responsive. The insulin pump will not be returned for analysis.